Event description:
Subsequently, boston scientific received information in (B)(6) 2011 that this clinic nurse contacted latitude customer support (lcs) and technical services to report that this patient had died in (B)(6) 2011. The cause of death was unknown. The clinic nurse commented that the patient had been scheduled for an lv lead revision procedure but was unaware if the procedure had been undertaken. Boston scientific received information that the local representative spoke to the patient's device-following physician. The physician informed the local representative that the patient had not undergone a lead revision procedure. The patient medical history was remarkable for poor ejection fraction (ef) and refractory heart failure. According to the physician, there were no allegations or complaints against the device's operation or functionality and was not a contributing factor in this patient's death.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was exhibiting high out of range pacing impedance measurements greater than 2,000 ohms. The lv configuration was lv tip to lv ring. There were no plans for additional intervention at this time. The patient planned to be seen by the electrophysiologist to determine if a lead revision procedure was needed. To date, there have been no adverse patient effects reported.